Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the doctor had stated there were no volume discrepancies. The patient was sent a new personal therapy manager and the patient's weight was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving bupivacaine 20 mg/ml for a total dose of 1..01 mg/day and morphine 4 mg/ml for a total dose of 3.1940 mg/day via an implantable pump for spinal pain. It was reported the patient was locked out from receiving a bolus. It was noted the patient was locked out and was not getting good therapy. It was noted the rep spoke to the patient who stated they are getting locked out and not getting good therapy with their personal therapy manger (ptm) since the pump was implanted. The rep could not confirm the reason why as they were not with the patient. The rep had limited information. The rep stated that they will be meeting with the patient next week (in reference to (B)(6) 2019) to pull the reports to confirm the issue or if it is a medication issue. Information regarding lockouts, accessing lockout information with clinician programmer/tablet, and obtaining patient activated (pa) logs and ptm technical were reviewed. It was noted that troubleshooting could not be performed due to lack of access to the product. The event date was (B)(6) 2018 (since pump was implanted). No further complications were reported/anticipated. Additional information was received from a health care provider via a manufacturer representative on (B)(4) 2019. It was reported that the patient was scheduled for an appointment with their hcp on (B)(6) 2019. The patient had been instructed to keep a diary of boluses to monitor when they were given or rejected. The cause of the bolus lockouts and lack of good therapy was unknown. The issue was not considered resolved. No further complications were reported. Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(4) 2019. It was reported that the patient didn't know his dose restriction interval was 1x/1hr when his lockout was 20 minutes. The representative was going to ask the doctor to make both the dri and lockout the same amount of time. The patient had stated that he was "feeling the boluses when he was seeing the x and also not getting good therapy at times when he sees the check." It was reviewed that it could potentially be an uplink issue when the patient gets the x but feels the bolus. The patient also noted they "felt they were being overmedicated, patient stated his body is numb at times." Medication considerations were discussed with the caller to address the issue of not getting good therapy when the patient was successful with a bolus. No further complications were reported.